Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy.according to the complainant, during the procedure, but prior to grabbing tissue, the device acted as though it had been deployed; the clip would not open, close, or release from the catheter. The device was removed from the patient, and then the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy. According to the complainant, during the procedure, but prior to grabbing tissue, the device acted as though it had been deployed; the clip would not open, close, or release from the catheter. The device was removed from the patient, and then the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The user reported no additional issues, however, it was noticed upon receipt of the device that there was a white substance along the sheath. Fourier transform infrared (ftir) analysis was performed on the white substance. This analysis revealed that the white material is isoprene, which is a rubber-like polymer used for various applications and is commonly used in medical devices. The presence of isoprene residue on the sheath is most likely from the interface of the device product with the physician's or other health care professional's gloves, or from the endoscope used in the procedure, and is not a biological contaminant.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy. According to the complainant, during the procedure, but prior to grabbing tissue, the device acted as though it had been deployed; the clip would not open, close, or release from the catheter. The device was removed from the patient, and then the procedure was completed with another resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and there was a white sticky substance on the over sheath. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.